Manufacturer narrative:
Physio-control supplied parts information to customer for repair.

Event description:
According to the reporter, the device's display goes to all amber after power-up, the device is non functional, and several fault codes related to the system pcb assembly are logged into device memory. There was no patient associated with the reported event.